Event description:
It was reported during the removal of a femoral filter, the retrieval device became stuck in the sheath. The doctor pulled the cone back out of the sheath and a couple of hooks were discovered to have come off of the polyurethane, but were still attached to the device. The sheath and cone were removed and a new set was used to retrieve the filter successfully. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. Rec'd for eval was one introducer sheath with the dilator inside. The cone was not returned. Upon inspection, there appeared to be a couple of small deformities/marks on the distal end of the introducer sheath and on the sides of the distal tip. The introducer sheath and the dilator were measured and all measurements were within specification. The result of the investigation was inconclusive for difficulty to deploy as only the dilator and sheath were returned for eval. No problems could be found with the items returned.